Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately nine (9) years, was explanted and replaced with a model 3300tfx 23mm. Despite multiple follow up attempts with the healthcare provider, the reason for explant has not been provided and the explanted device was not returned to edwards for evaluation. No further information is known at this time.

Manufacturer narrative:
Additional manufacturer narrative: report of an aortic bioprosthetic valve explant after an implant duration of approximately nine (9) years due to unknown reasons. Bioprosthetic valve failure and explant can be related to multiple factors and mechanisms. Multiple follow up with the healthcare provider were unsuccessful to determine the reasons for explant and return device for evaluation. Therefore, without additional information and/or device return, the root cause of this event cannot be determined or evaluated. No further action is required at this time, edwards will continue to review and monitor all events.